Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. Post-operative rod breakage is a known risk of this device.

Event description:
It was reported by a representative from colombia that revision was completed due a revere rod breakage post operatively.